Event description:
Boston scientific crm received information that this device was explanted after it had triggered, the elective replacement indicator (eri). It was suspected that eri was triggered early due to high outputs required because of high left ventricular thresholds.

Event description:
Subsequently, this device was explanted and returned for analysis.

Manufacturer narrative:
No other adverse patient effects have been observed. At this time, no additional information is available. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.